Event description:
It was reported that this right ventricular (rv) lead exhibited high, out of range impedances greater than 3000 ohms. An automatic safety switch from bipolar to unipolar occurred. It was noted that there was no noise or inhibition of ventricular pacing on the presenting electrocardiogram. The patient is 100% ventricular paced. This device remains implanted and in service. No adverse patient effects were reported. Additional information: the field representative provided further information that surgical intervention was performed to replace this lead. This lead was surgically abandoned and remains implanted. The procedure was performed by dr. (B)(6) at (B)(6) hospital. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high, out of range impedances greater than 3000 ohms. An automatic safety switch from bipolar to unipolar occurred. It was noted that there was no noise or inhibition of ventricular pacing on the presenting electrocardiogram. The patient is 100% ventricular paced. This device remains implanted and in service. No adverse patient effects were reported.